Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that on the package of the foley catheter, the print of size 14 fr was not clear and that was leaking also.